Event description:
Information received indicates the head of the bed will not lower.

Manufacturer narrative:
The technician found the release rod was bent. He replaced the release rod to repair the bed.